Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not feeling stimulation in the right side of their back. They reported that when they had their stimulator put in they couldn't feel it on the right side at all. Their healthcare provider went in surgically and moved "it" over. They stated that it's back to where it was when they were first implanted and they only feel stimulation in their heel. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.